Manufacturer narrative:
Pump was received with a33 alarm during basic occlusion test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 225 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.